Event description:
It was reported that during intra-operative testing, 3 lots of short circuits were found. The short circuits were between electrode channels 3+4, 7+10, 2+12. Traumatic insertion of the electrode array due to ossification is thought to be the reason. An electrode from each short circuit pair will be turned off during first fitting.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.